Event description:
At a later date, information was provided in a journal article that the rv lead had been damaged due to clavicular first rib crush. The lead was capped and surgically abandoned due to the difficulties that would be encountered by extracting it. The system was replaced with a subcutaneous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up loss of capture and out of range pacing impedances were noted on this right ventricular lead. In addition, the baseline rhythm was not sensed and paces were seen at the programmed lower rate limit. It was also not possible to measure the r-waves. The device output was decreased to reduce the implant on the device battery and the patient was discharged. Technical services advice has been requested. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this right ventricular lead was fractured. Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Journal article reference: paiva, l. Et al., subclavian crush syndrome and subcutaneous ICD in primary prevention patients, journal of cardiovascular medicine, 2013;14:1-2. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information provided noted that a revision procedure has been scheduled.

Manufacturer narrative:
A technical services representative discussed a possible lead connection issue. In addition it was discussed to check the lead connection by performing an x-ray prior to an invasive procedure. At this time the right ventricular lead remains implanted. Upon further information this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that the physician believed that the result of the fractured lead was due to a subclavian crush.

Manufacturer narrative:
Additional information provided noted that this lead may be removed if possible in the future, but currently remains in service.

Event description:
--

Manufacturer narrative:
Additional information provided confirmed the cause of lead fracture was subclavian crush syndrome. No additional information is available at this time.